Event description:
Customer called stating that his meter was reporting high results. Customer states that he received a high reading, took some insulin based on the reading, and as a result over medicated himself, to the point where he had a bad reaction. An eval of the system was conducted over the phone which determined that the meter was reporting results out of range. Customer asked to return meter for further eval and a replacement was provided.